Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient weight: (B)(6) kg. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis patient experienced peritonitis which was manifested by fever, the patient "being fretful", pain, "slight painful abdomen", increased blood pressure, and cloudy effluent. The patient was hospitalized for the peritonitis event. The cause of the peritonitis occurred after therapy and was due to a disconnection between the titanium adapter and the transfer set. The disconnection occurred for several hours. No initial difficulties/ defects were observed in the transfer set, catheter or titanium adapter prior to connection and initiation of the procedure. The patient was treated with cefipin (dose, route, frequency and duration not reported), intraperitoneal (ip) maxipime 125mg (frequency and duration not reported) and ip heparin 500 iu every three hours (duration not reported). The patient was discharged 11 days after hospital admission. At the time of this report the patient was reported as "in good condition now" and recovered from this peritonitis event. Physioneal therapy was ongoing. No additional information is available.